Manufacturer narrative:
No battery cap or battery received with the pump. The pump was received with the operating currents within specification. The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump alarmed pump error 63 during the self test and confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump passed the leak tests. The pump was received with very slight moisture spots in the battery tube. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay. No hard buttons or intermittent response was noted. All buttons functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of hardware low level failures from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the buttons were hard to press during the night. The customer reported intermittent button responses. There was high pressure inside the battery compartment and the cap exploded off the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.